Manufacturer narrative:
H6 codes were updated. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction nor a reagent issue.

Manufacturer narrative:
The field service engineer (fse) found contamination on the sample probe which matches to the reported issue. The fse changed the sample probe. The service action done solved the issue. Na.

Event description:
We received an allegation of questionable low results for multiple patient samples tested for multiple assays on a cobas pro c 503 analytical unit. Discrepant results were provided for 9 patient samples tested for either tp2 or gluc3. The following results were reported: tp2: sample 1: initial result: 16.2 g/l. Repeated result: 73.8 g/l, sample 2: initial result: 26 g/l. Repeated result: 85.5 g/l, sample 3: initial result: 13.1 g/l. Repeated result: 72.0 g/l. Gluc3: sample 4: initial result: 0.42 g/l. Repeated result: 0.99 g/l, sample 5: initial result: 0.25 g/l. Repeated result: 1.41 g/l, sample 6: initial result: 0.49 g/l. Repeated result: 0.74 g/l, sample 7: initial result: 0.21 g/l. Repeated result: 1.17 g/l, sample 8: initial result: 0.46 g/l. Repeated result: 0.87 g/l, sample 9: initial result: 0.216 g/l. Repeated result: 0.937 g/l. The questionable results were reported outside of the laboratory. The tp2 and glu3 reagents lot numbers and expiration dates were not provided.